Event description:
Same case as MDR ID# 2134265-2014-04346. It was reported that removal difficulties and stent dislodgment occurred. The target lesion was located in a quite calcified and tortuous left main (lm) artery extending to the left anterior descending (lad) artery. An unspecified size promus premier¿ drug eluting stent was initially deployed in the lm artery. Another unspecified size promus premier¿ drug eluting stent was then selected for use and advanced to treat the lad lesion. However, it was noticed that the stent delivery system (sds) would not advance nor would it retract. The physician had to pull the device and the undeployed stent dislodged. The physician retrieved the dislodged stent using a non-bsc balloon catheter but in the process, crumpled the implanted stent in the lm artery. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).